Event description:
It was reported that the patient using ilet with a libre 3 plus sensor did not place a new sensor after the prior sensor reached its normal end of life, and the patient did not respond to the pump¿s sensor-ended alarm; cgm history confirmed the prior sensor was placed 15 days earlier and ended as expected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included review of available device data and user reports; engineering logs were not accessible and on-pump timestamps appeared inconsistent despite correct time and date settings confirmed by the patient. Investigation of this case revealed a normal sensor life completion with expiration, an alarm that was not acted upon, and no evidence of device malfunction; the issue aligns with expected sensor wear-out and user nonresponse to alarm. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed alarm response following routine sensor expiration.